Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient had her first pump (implanted in 2006) removed because it "did not work." It was stated that she got a new catheter and pump the week after implant. It was also stated that the "pump never worked for her because it never took her pain away." Please refer to mfg. Report # 3004209178-2013-04769 regarding the lack of therapeutic effect. It was later reported by the patient's healthcare provider (hcp) that there was no record of the pump or catheter being revised or removed. It was unclear if the pump and catheter were actually replaced a week after implant. The pump was used to infuse morphine of unknown concentration and dosage (concentration increases were noted may 2007 10mg/ml; july 2007 20mg/ml, 13.2 mg/day).